Event description:
The reporter contacted animas on (B)(6) 2012 reporting that the down arrow keypad button was sticking and required several presses to elicit a response. The patient reportedly wore the pump in a pocket and did not clean the pump. This report is made based on the allegation of the keypad response issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): the keypad was found to be fully intact; no peeling or damage was observed. During testing the down arrow keypad button was intermittently unresponsive; all other buttons responded appropriately. During investigation, evidence of contamination was found under the ok, up and down arrow key contacts. All keys had normal spring back or click. Unrelated to the complaint, evaluation revealed a discolored/faded display screen, which has no effect on insulin delivery function.